Event description:
It was reported that balloon removal difficulty occurred. The 60% stenosed 70% calcified and mildly tortuous target lesion was located in the left anterior descending artery (lad). A 8 x 3.00 promus premier select stent was advanced to the target lesion. It was noted that the balloon of the stent could not be released right away. They were able to pull back the balloon and remove it from the patient, but only with extreme force applied. The procedure was completed with another of the same device. There were no patient complications. The patient was fine following the procedure. It was further reported that the stent was successfully deployed inside the patient. An nc balloon was used to dilate the8 x 3.00 promus premier select stent. The balloon was inflated at 10, 12, 14 bar. Only one inflation was attempted. It was noted that the balloon under the stent could not retrieve from the patient, and could only be retrieved by using high force. Shaft damage with kink and twisting in the mid shaft was noted to be caused while retrying the balloon, and did not occur during implantation. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: a 8 x 3.00mm promus premier select stent delivery system (sds) was returned for analysis without the stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no signs of positive pressure were noted as its wings were folded. Crimp markings were visible on the exposed balloon wall and blood like substance was noted inside the balloon body. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. The proximal end of the hypotube was noted to be aligned correctly between b and s of bsc logo. No visible blockages in proximal end of hypotube. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found a kink twist in the shaft polymer extrusion which measured at 5 mm proximal to the guidewire exchange port bond. The device was loaded successfully onto 0.0140 inch test guidewire. Pressure was applied (rbp 16 atm as per instructions for use (IFU) and the balloon did not inflate, as it could not hold pressure due to a leak noted in the mid shaft . It was at the site of midshaft kink twist 5mm proximal of guidewire wire exchange port. Further analysis: in an attempt to test the balloon functionality, the shaft polymer extrusion was cut on the distal side of the port bond, distal section loaded onto 0.014inch wire, flushing needle attached to encore inflation device inserted into inflation lumen of distal shaft and clamped in place, attempt made to inflate balloon by apply rated burst pressure per directions for use (dfu). The balloon did not inflate. It appeared that a crystalized substance and blood in the distal shaft was blocking it so device was soaked in the water bath to soak in attempt to soften hardened substances. A further attempt to inflate the device using the inflation aid (flushing needle) was made post soaking however this was unsuccessful due to leaking at the flushing needle region where it was clamped to the inflation lumen as well as at the tip and this prevented the device from holding pressure. The balloon was deflated by pulling vacuum on the inflation device. However, due to the device not being able to hold pressure, the time for deflation was not monitored. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that balloon removal difficulty occurred. The 60% stenosed 70% calcified and mildly tortuous target lesion was located in the left anterior descending artery (lad). A 8 x 3.00 promus premier select stent was advanced to the target lesion. It was noted that the balloon of the stent could not be released right away. They were able to pull back the balloon and remove it from the patient, but only with extreme force applied. The procedure was completed with another of the same device. There were no patient complications. The patient was fine following the procedure.